Event description:
It was reported, that the patient presented during procedure. During procedure, the inner catheter advancement within coronary sinus(cs) led to vascular dissection. The case was abandoned. The patient was in stable condition.